Event description:
While extracting a non-functional, 2007 sjm 1590 riata with a 16f sls ii and a cook liberator, an approximate 2-3mm tear occurred at the svc/ra junction. An emergent sternotomy was performed and successfully repaired the injury and the patient recovered.